Event description:
It is reported that the patient fell while going over a fence and fractured the stem. The patient was revised.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.